Event description:
It was believed the pump became "detached". Pump medication was not reported. Device info was not reported. Hcp info was not reported. The pt's last name was not reported. Further follow-up not possible.

Manufacturer narrative:
(B)(4).